Manufacturer narrative:
Additional information was obtained from the customer which indicates the affected load was reprocessed prior to being released for use on patients. Based on the additional information provided by the customer, this event is no longer considered a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported a cycle cancellation and h2o2 delivery failure error with their sterrad® nx sterilizer, and the affected load was released for use on patients prior to reprocessing. There was no report of any injuries or human reactions. Although there is no report of injuries or human reactions, this event is being reported since sterility cannot be assured.